Manufacturer narrative:
Please refer to the attached analysis report. The data analysis, dated on 03 october 2022, revealed a normal consumption. The device analysis revealed the battery was depleted due to an internal overconsumption. The origin of the overconsumption could not be found with certainty, but it is probably linked to a default on the electronics (diamond ic / vp8 circuit).

Event description:
Reportedly, on (B)(6) 2017, the device was implanted. On september 6th, 2023, during in-clinic fu, the interrogation was not possible. The interrogation was tried with three different programmers without success. A pacing of 47 pbm was observed when performing the surface ECG, and according to the last programming the device was in vvir at 60 pbm, then the ICD was not pacing. An estimation of battery longevity between 5-7 years was observed in the last remote transmission on (B)(6) 2022. On (B)(6) 2023, the platinium vr1210, sn (B)(6), was explanted.

Event description:
Reportedly, on (B)(6) 2017, the device was implanted. On (B)(6) 2023, during in-clinic fu, the interrogation was not possible. The interrogation was tried with three different programmers without success. A pacing of 47 pbm was observed when performing the surface ECG, and according to the last programming the device was in vvir at 60 pbm, then the ICD was not pacing. An estimation of battery longevity between 5-7 years was observed in the last remote transmission on (B)(6) 2022. On (B)(6) 2023, the platinium vr1210, sn: (B)(6), was explanted.